Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a monitor malfunction. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatments or the patient's death.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. The patient was reportedly at home and not conscious at the time of the event. The patient's wife called ems, who reportedly initiated CPR. Prior to passing, the patient received one appropriate treatment and 3 inappropriate treatments from the lifevest. At 4:43:39 the patient received an appropriate treatment. The patient's rhythm at the time of the treatment was ventricular tachycardia at 200 bpm. The post-shock rhythm was atrial fibrillation at 30 bpm. The patient's rhythm then degraded to asystole. At 5:28:33, the patient received an inappropriate shock. The rhythm at the time of the treatment was asystole and the post-shock rhythm was asystole. At 5:28:58, the patient received an inappropriate shock. The rhythm at the time of the treatment was asystole and the post-shock rhythm was asystole. From 5:29:34 to 6:50:35, the patient remained in asystole with motion artifact. The response buttons were pressed during this time. At 6:50:35, the patient received an inappropriate shock. The rhythm at the time of the treatment was asystole and the post-shock rhythm was asystole. Oversensing of low-amplitude cardiac signal contributed to the false detection. The patient electrode belt was disconnected at 6:59:30. The patient passed away on (B)(6) 2017.